Manufacturer narrative:
This report is submitted on february 22, 2019.

Event description:
It is reported that the patient experienced infection at implant site resulting in the decision to explant the device. The device was explanted on (B)(6) 2018.

Manufacturer narrative:
Additional: it has since been reported that the patient experienced device extrusion and was administered topical, oral and IV antibiotics (date not reported). This report is submitted on march 20, 2019.